Manufacturer narrative:
Evaluation summary: given the information provided, a definitive cause for the experience observed cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon completed reverse total shoulder procedure as per his usual technique. The following day post-op films showed a fracture in mid-shaft humerus at the distal portion of stem and cement restrictor location. The surgeon believes the humerus fractures were caused by the cement restrictor as he believes he reamed to a size 12mm and inserted a size 13mm restrictor.